Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that they were having issues calibrating ise tests with their standby reagent on a cobas 6000 c (501) module. The customer removed the standby reagent. The physician questioned the high anion gap results for multiple patients. The customer reran 3 patient samples. Of the data provided, there were erroneous ise indirect na and ci for gen.2 results. For patient 1 the initial na result was 147 mmol/l accompanied with a data flag and the repeat result was 141 mmol/l on a different c 501 module. For patient 2 (female, (B)(6) years old) the initial cl result was 92 mmol/l accompanied with a data flag and the repeat result was 101.6 mmol/l on a different c 501 module. The repeat testing was deemed to be correct. There were erroneous results reported outside of the laboratory. There was no adverse event. The na and cl electrode lot number and expiration date were not provided. The field service engineer (fse) found the ise unit out of adjustment. The ise sipper probe was drawing air when aspirating the internal standard solution. The fse performed mechanical and software adjustments to the ise assembly unit. The fse replaced the pinch valve and sipper nozzles. The fse performed mechanism, ise, performance, and precision checks that were acceptable. The customer ran calibration and qc that was acceptable.

Manufacturer narrative:
Further investigation was unable to find a definitive root cause.